Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned to the distributor where the evaluation confirmed that the cable connecting the distribution node (dn) and ECG electrodes c and d was severed. The root cause of the damaged cable is physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor contacted zoll to report a damaged cable.